Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced no communication between transmitter and receiver. No additional patient or event information is available.